Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
As reported, when monitoring cco (continuous cardiac output) with this swan-ganz catheter, it provided values not lower than 15 liters per minute. The manual values were 7-8 liters per minute which was consistent with the values expected. There was no patient consequence as the patient was treated with the manual values. The device was discarded as the patient suffered from an infectious disease.